Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode and ineffective stimulation. Diagnostics indicated the left lead had high impedance. In turn, surgical intervention was undertaken wherein the scs system was explanted.